Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient had a pelvic floor repair procedure from the vaginal approach, a sling procedure, and a trachelectomy in 2004. In 2007, the patient experienced dyspareunia and bloody discharge. On 11/27/2007, a five by five centimeter mesh erosion of the anterior vaginal wall and a stage two rectocele were diagnosed. On approx three months later, a five by five centimeter mesh erosion of the anterior vaginal wall and a stage two rectocele were diagnosed. On the following month, a rectocele repair was performed. The surgeon opines that the cause of the rectocele was pelvic muscle weakness and that the cause of the mesh erosion was suboptimal placement of the device and poor healing.